Event description:
A trilogy 100 was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a ventilator inoperative alarm condition indicating a motor failure was observed. Service required alarm conditions indicating power circuit failures were observed. The system board needs to be replaced to address these issues. The lcd screen failed to work and needs to be replaced. The device's pollen filter needs to be replaced preventatively. No components were replaced the device was scrapped.